Event description:
It was reported that there was a potential header issue causing right ventricular (rv) lead loss of capture. It was noted that the rv lead was fractured. The device was explanted and replaced. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.